Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device is exhibiting premature battery depletion and should be replaced and a replacement interval was communicated to the caller. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device is exhibiting premature battery depletion and should be replaced and a replacement interval was communicated to the caller. The device remains in service and no adverse patient effects were reported.